Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal pulsatility index (pi) values was confirmed through review of the submitted log files. However, a specific cause for this finding could not be conclusively determined through this evaluation.the submitted controller event log file contained events from (B)(6) 2024 ¿ (B)(6) 2025. The file captured average pi values stagnant at an irregularly high value from (B)(6) 2024 until (B)(6) 2024 when the driveline was disconnected for a controller exchange. Pi average is a value that is calculated by the left ventricular assist device (lvad) and communicated out to the controller. According to the account, the pi values returned back to normal following the system controller exchange. The atypical pi values appeared to be due to an issue with the pump that resolved upon power cycling the system via the controller exchange; however, the specific issue could not be determined as no lvad log files were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events and device malfunctions that may be associated with the use of heartmate 3 lvas. The IFU and patient handbook instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed abnormal pulsatility index (pi) values. The system controller was exchanged and the pi values were back to normal. Log files were provided. The pump had an issue with the pi values prior to the system stop/reset. The pi values get calculated by the pump and the system power cycle restored proper pi values.